Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a motor error alarm during the rewind process. It was also found the customer had received several other motor error alarms. The customer's blood glucose was normal and did not require medical treatment. No additional information provided.